Event description:
Reportedly, during pacemaker replacement procedure for a pacing dependant patient, the subject pacemaker did not start pacing when put in contact with the skin. Pacing reportedly started once the pacemaker was in the pocket, resulting in a pause of 14 seconds.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker replacement procedure for a pacing dependant patient, the subject pacemaker did not start pacing when put in contact with the skin. Pacing reportedly started once the pacemaker was in the pocket, resulting in a pause of 14 seconds.

Manufacturer narrative:
Preliminary analysis results showed that the automatic detection at implantation behaved as expected. Noise detection could have inhibited the pacing before the pacemaker was put in the pocket, resulting in the observed pause.

Event description:
Reportedly, during pacemaker replacement procedure for a pacing dependant patient, the subject pacemaker did not start pacing when put in contact with the skin. Pacing reportedly started once the pacemaker was in the pocket, resulting in a pause of 14 seconds.